Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had constant migraines everyday. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as patient unable to work due to symptoms of migraine and not being able to read for long periods of time. Patient has had to leave her job due to the photophobia and headaches she has been having. Patient is also having dizziness and nausea. Patient was taking other company medicine daily for migraine. Additional information has been requested.